Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The philips field service engineer found that the customer's battery failed calibration. There was no pt involvement.